Event description:
It was reported, the patient experienced multiple infections (dates not reported) around the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.